Event description:
Pt reported a lap-band system which is "leaking". It was not specified how the problem was first noticed, and the event has not been confirmed by a healthcare professional. The pt did not specify whether the device will be removed or whether it will be replaced.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis if is explanted in the future, as well as to indicate the product serial number or model number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is a taper ii. Visual exam may determine the connector type associated with this report. Further info from the reporter regarding the serial number, model number, event date, explant date, explant date, diagnostic testing, and pt data has been requested. No additional info has been reported to allergan at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".